Manufacturer narrative:
(B)(4). The device was received along with two photographs and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and magnification and noted holes in the patient line tubing. Functional testing performed included eight psi underwater pressure test, clear passage test, clamp function test and device to device interaction testing. Functional testing noted a leak through the damaged patient line tubing. The reported condition was verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing was cracked. This was noted during peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.